Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
Attempted to insert the screw by the driver during primary surgery, but it was broken the tip of driver during procedure.